Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (aneurysm rupture, endoleak). Patient's condition affected effectiveness of device (disease progression). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 44 months ago. It is unknown if the patient had been in for regular follow-ups. It was reported that the patient presented emergently with a rupture in the right common iliac artery which was caused by at distal type ib endoleak. Disease progression was noted in the right common iliac. The physician decided to coil the right hypogastric artery and a (B)(4)endurant limb was used to extend into the right external iliac artery. No additional clinical sequelae were reported the patient is fine.